Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 248 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. Customer stated that, there were two different instances while sleeping and laying down first one 53 mg/dl and 130 mg/dl and another 55 mg/dl and 248 mg/dl capillary reading. The current blood glucose was 138 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 53 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The device will not be returned for analysis.